Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The lamp does not light. Lamp life meter is reading over 500+hours, lamp life was expired. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the visera elite xenon light source the lamp was broken. It worked 50% of the time. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the lamp issue could not be determined. It is possible that the lamp issue occurred because the lamp was used for over 500 hours. Olympus will continue to monitor field performance for this device.